Manufacturer narrative:
Evaluation summary: there is evidence of loosening of the coating. It is not possible to determine whether this was the primary cause of, or secondary to the cup loosening. (B)(4). Requested clinical data and x-rays, not yet received.

Event description:
Pt was revised 6 years and 4 months after implantation, due to loosening of the acetabular component.